Event description:
After 5 months of the primary t2ph long nail surgery, the pt fell and re-fractured. The nail did not broke, the surgeon did not extract the nail and fixed the fracture by the plate. This case was presented at the meeting of japanese society for fracture repair on (B)(6) 2012.

Manufacturer narrative:
Device will not be returned. This case was presented at the meeting of (B)(6) for fracture repair on (B)(6) 2012. Examination of the affected device was not possible as it was not returned for investigation (still being implanted). As to outstanding product and as to missing information a further statement was not possible.